Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials manager . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during the procedure, the doctor stated that the valve was leaking on the glidesheath (gs) slender. The blood loss less than 250cc's. The procedure was heart cath. The event did not result in patient injury. Additional information was received on 11nov2024: another gss was used to continue the case. It was reported that the leakage would not stop. The leakage had no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One gss was returned for product evaluation. The returned sample included the sheath and dilator. The sample was subjected to visual analysis. There were no signs of damage or deformation on the sample. Leak testing was performed. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath valve. The dilator was then inserted into the sheath per the device. This assembly was submerged in water, and air bubbles were observed. The dilator was deconstructed and observed. A tear was found on the valve. The complaint can be confirmed for valve leakage. The exact root cause cannot be determined. The likely root cause is off-center insertion of the dilator through the valve cause the valve to tear. This tear led to the leakage observed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).